Event description:
Subsequently, the report of a minor vascular complication on the day of the valve-in-valve reintervention was withdrawn by the site or registry.

Manufacturer narrative:
(B)(4) registry the information was received in a de-identified format from a third-party post-implant device registry, the society of (B)(4). Under the terms and conditions of the registry, anonymized patient demographics details and limited details were provided regarding the adverse events and outcomes, including time-to-e vent references in the number of days from the initial device implant procedure for reported observations. The reported event information did not include any device-specific identifying information, location where the events occurred or the specific dates of device implant procedures or events subsequently associated with the device or procedure. Without such information, it cannot be determined if any of these events were previously reported to medtronic or the FDA maude database, or if any devices were returned to medtronic for analysis. The event date reported here is the first day of the registry¿s quarterly reporting period, and the date of this report is the date the information was received by medtronic. Because the device serial number is not reported, a review of device history records could not be performed. The available information indicates that the device remains implanted. A supplemental report will be filed if additional information is received. (B)(4).

Event description:
Medtronic received information that a patient with a transcatheter aortic valve (tav) underwent a reintervention two days post-implant due to device migration. It was reported that a valve-in-valve was successfully performed with another device of the same model and size. The patient also experienced a cardiac arrest, and an unplanned vascular surgery or intervention/minor vascular complication on the day of the valve-in-valve reintervention. A total of four units of red blood cells/whole blood were reported as transfused between the time of the initial procedure and the patient's discharge from the implanting facility. Device recapture/retrieval on day two post-implant also was reported; however, it could not be determined from the available information whether that report referenced the chronic tav or an initially unsuccessful valve-in-valve attempt. No significant ECG changes, and severe aortic insufficiency and a severe paravalvular leak, were observed on day one after the valve-in-valve procedure. No significant ECG changes, and mild aortic insufficiency and a mild paravalvular leak, were observed at follow-up on day 24. The patient was discharged three days after the follow-up assessment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.